Event description:
Boston scientific crm received information that during a follow-up visit, an electrogram was sent to technical services. The electrogram displayed ap, vp then vs markers. Oversensing was suspected. Technical service suspected that this right ventricular lead displayed loss of capture since the patient had an elevated threshold measurement. No adverse patient effects were reported.

Manufacturer narrative:
The device output was increased. The caller suspected that medication may have contributed to the intermittent loss of capture. The device and rv lead remain implanted. No additional information is available at this time. If additional information becomes available, this report will be updated. Additional information was received indicating a revision procedure was performed due to increased pacing threshold measurements. The right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported during the procedure.